Manufacturer narrative:
(B)(4).

Event description:
Procedure: liver resection. According to the rptr: when firing the third endogia reload during the operation over the vena cava, it only stapled half way (50%) but cut the whole way (100%). This resulted in a open hole in the venacava, and the pt bled 20 liters of blood. He also got a cardiac arrest. Re operations might be required.